Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation the position of the cam when valve was received was 30mmh2o. The valve was visually inspected; needle holes in the needle chamber were noted, no defects were noted. The valve was tested for programming; the valve passed the test. The valve was irrigated with purified water. No occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested and leakage from the needle holes was noted, no other leaks were noted. The valve was reflux tested and the valve passed the test. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve conformed to the specifications when released to stock. No root cause could be determined, as the problem reported by the customer could not be duplicated. No corrective action is needed based on the results of the evaluation. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
The affiliate reported: the revision surgery was conducted on (B)(6) 2014 since the setting pressure could not be changed. Doi and the initial setting pressure are unknown. Details will be informed as soon as (B)(4)receive them from the facility.